Manufacturer narrative:
(B)(4) d4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown tibial component; item name# unknown; lot # unknown. Unknown femoral component; item name# unknown; lot # unknown. G2: foreign - event occurred in australia. No product was returned; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ap and lateral views of the right knee show changes of medial unicompartmental knee arthroplasty with cemented tibial component. The radiopaque marker for the polyethylene is displaced anteriorly over hoffa's fat pad with abnormal narrowing of the medial compartment indicating fracture and displacement of the polyethylene component. There is also severe lateral compartment osteoarthritis with osteophyte formation and bone on bone articulation. A moderate knee joint effusion is noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately 23 years post-implantation due to breakage of the polyethylene insert. The oxford unicompartmental knee implants were revised to a total knee arthroplasty. Attempts have been made, and no further information has been provided.